Event description:
It was reported that the patient experienced a high blood glucose event on (b)(6) 2026. The event was treated with bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA Registration NumberReporting Site: 8021545Manufacturing Site: 8021545